Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: the fdm b17, fdr c20 and fdc d14 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated that the procedure was completed with backup product(s). There was no delay in the procedure.

Manufacturer narrative:
H3 the product analysis result indicates that there was a residue consistent with biological contaminants on the device. The inner spiral wrap was broken 0.50¿ from the distal tip which would have resulted in the reported event. The spiral wrap was twisted in on itself in a clockwise direction indicating irregular torsional loads. The distal inside diameter of the outer tube was rough and worn which is typical of friction caused by excess pressure during use or excess speed. The inner shaft had striations and groves 0.70¿ from the proximal end of the hub indicating excessive pressure is the most likely cause. There was no allegation of difficulties loading the bur or damage prior to activation. The information most likely indicates excess pressure caused friction between the subassemblies; the inner assembly seized at the distal end; which resulted in the twisted / broken spiral wrap. In the returned condition, there was an out of specification condition that is likely related to the complaint (due to physical damage). H6: additional information suggest that fdm b21, fdr c21 and fdc d16 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the bur was damaged when it was scraping hard bones during an endoscopic sinus surgery procedure. There was no patient impact.